Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted. Per family report, the patient died on (B)(6) 2016 due to sepsis. Per follow up information obtained, the physician does not relate the patient's death to the valve as the patient had a pre-existing infection pre-implant and he does not consider the event to be a product complaint.